Manufacturer narrative:
Corrected information: the notification and recall with correction number z-1151-2008 is no longer applicable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and from a healthcare provider via a company representative. The result of the MRI that was checking for granulomas was that there were no granulomas. The patient did not want to have the pump replaced or explanted at this time, but the pump kept alarming. The pump off authorization form was discussed and the pump off code was provided.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine 10 mg/ml at 3.001 mg/day, clonidine 25 mcg/ml at 7.503 mcg/day, and bupivacaine 10 mg/ml at 3.001 mg/day. The indications for use were non-malignant pain, peripheral neuropathy, and spinal pain. A motor stall was seen at initial interrogation. The patient's current medications included vitamin d 2000 unit, hydrocodone-acetaminophen 5-325 mg tablet as needed for pain every 6 hours, co q-10 maximum strength twice daily, mirtazapine every other night, namenda, b2, levocarnitine, clonazepam 0.5mg tablet once daily. Detrol la had been discontinued. The patient's past medical history included high blood pressure, mitochondrial disease, and obstructive sleep apnea. Their surgical history included an appendectomy in 1992 and a muscle biopsy in 2008. Their family history included cancer, diabetes, heart diseases, strokes, and suspected mitochondrial disease. It had been over ten years since the patient last smoked. They did not use tobacco or alcohol. The patient's caffeine intake was listed as "yes." They exercised regularly, were married, and their occupation was listed as "disabled." The patient had a drug screen on file (B)(6) 2015, phq-9 depression screen on file (B)(6) 2014, audit-c on file (B)(6) 2014, and opioid risk assessment on file (B)(6) 2014. Tried or failed medication included methadone, oxycontin, percocet, hydrocodone 5/325 mg, morphine, fentanyl patch (wore off before the 3rd day), intrathecal bupivacaine. It was noted that the patient restarted morphine (B)(6) 2015. Previous imaging studies included an MRI lumbar/sacral spine on (B)(6) 2015. The patient's pain treatment history included a tens unit trialed, morphine and bupivacaine added on (B)(6) 2014, and neuro psych testing on (B)(6) 2011. The patient presented on (B)(6) 2016 for a pump refill. The patient's blood pressure was 120/86. The patient had an MRI of his brain but forgot to bring the disc to the hcp. He complained of pain on the left side of his head, left chest, entire spine and bilateral lower extremity that he rated a 9/10 that morning. The pain was described as burning, shooting, sharp, aching, and constant. He was going through testing to determine if he had multiple sclerosis. Alternate treatment modalities included ice, heat, brace, daily stretching, physical therapy, massage, and chiropractor. The patient was nonfocal, displayed allodynia, and hypoesthesia over the lower extremity bilaterally seemed to be worse. They experienced moderate to significant pain over paravertebral muscles. Straight leg raise produced moderate discomfort of the bilateral lower extremity. Assessments included mitochondrial metabolism disorders, chronic pain syndrome, neuropathy, radiculopathy (lumbar region), thoracic spine pain, and myelopathy. The patient was to begin treatment for other mitochondrial metabolism disorders (vitamin d, hydrocodone-acetaminophen 1 tablet as needed every 6 hours." The patient noted worsening numbness and weakness down both legs and some thoracic pain. They would obtain an MRI of the thoracic spine with contrast to evaluate the catheter tip for granuloma (as the patient reported prior pain relief). MRI imaging of the spine thoracic was approved on (B)(6) 2016. The MRI was scheduled for (B)(6) 2016 at 9:45am. Pain in the lower extremity was worsening with numbness and tingling worsening. It could have been worsening neuropathy. Intrathecal granuloma was a possibility since the withdrawn amount was more than the expected volume; 8.5ml residual volume was withdrawn and discarded appropriately. The volume was 9ml with an expected volume of 6ml. The pump was refilled using morphine 10 mg/ml and bupivacaine 10 mg/ml. Clonidine was decreased to 25 mcg/ml. The simple continuous infusion of the primary drug (morphine) was decreased to 3.0 mg/day. On (B)(6) 2016, the patient stated he was hearing a bell and finally determined it was his pump. He attempted to bolus, and the ptm displayed an error message with a bell symbol on the screen. It was noted that the changed the batteries in the ptm a week ago (from (B)(6) 2016). The patient's refill date showed (B)(6) 2016. The hcp noted that the error code represented a stalled pump motor. The patient complained of diarrhea for the past week (from (B)(6) 2016), hot flashes, increase in pain, nausea, and headaches. It was noted that the patient had an MRI on (B)(6) 2016; they interrogated the pump in the office and received message "motor stall occurred." A motor stall occurred at 10:11 (logs showed 10:10) followed by recovery at 10:54 (logs showed 10:53) on the date of the most recent MRI scan ((B)(6) 2016). Another motor stall occurred on (B)(6) 2016 (logs showed 08:26) with no recovery listed. The patient's blood pressure on (B)(6) 2016 was 148/100. Assessment included opiate withdrawal and medication withdrawal. The patient was started on ms contin tablet extended release 1 every 12 hours. The hcp was going to give the patient a one month supply of oral morphine and clonidine to mitigate the patient's withdrawal symptoms. He would follow up with the hcp the next week to decide on how to proceed from there. The pump was interrogated and reprogrammed successfully. The patient tolerated the procedure well without complication. The hcp set the pump to minimum rate and silenced the alarms. The patient called the hcp upset, confused, and eventually unconscious on (B)(6) 2016. They called 911 for him,and he was taken to the hospital. He was discharged from the hospital on (B)(6) 2016. They felt it was too much morphine. The patient reported that he was over-medicated. The patient was feeling better than (B)(6) 2016. On (B)(6) 2016, they experienced withdrawal symptoms including cold, nausea, chills, and diarrhea. They took the first pill on (B)(6) 2016 and had a total of 2 pills when he called on (B)(6) 2016. The patient was taking 30 mg of extended release morphine, and when he went to the emergency room, the hcp was not comfortable giving him the 30 mg, so he told him to take 15 mg morphine until he was seen in the office. The patient was scheduled for (B)(6) 2016 at 3:30. The patient presented on (B)(6) 2016 with pain "everywhere" at a 10/10 rating. They described burning, shooting, sharp, aching, dull, constant, and throbbing. The pain never varied. Therapy included ice, heat, brace, daily stretching, physical therapy, massage, and chiropractor. With the controlled medication, the patient experienced insomnia, falls, dry mouth, slurred speech, balance issues, constipation, headache pain, poor concentration, memory disturbance, and increased sleepiness. The patient was "locked up." Last visit, the lowest level was rated 9/10 and the highest was 10/10. The patient was unsure if he wanted to have the pump replaced. To treat the opiate withdrawal, they decreased the ms contin to 15 mg, 1 tablet, every 8 hours. Twice daily was not adequately controlling pain. Logs showed a "stopped pump period may exceed tube set" message on (B)(6) 2016 at 08:26 and a motor stall recovery on (B)(6) 2016 at 19:21. The cause of the motor stall was not determined, and the issue was not resolved. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported logs were furnished and showed that, on (B)(6) 2016, a motor stall occurred at 13:39 with recovery the same day at 14:30. During a visit on (B)(6) 2016, 8.5ml if residual volume was withdrawn. The patient reported their pain had increased back up to 8-9 on a 10 scale. The pump was refilled and the stop and start command and infusion changes were all properly recorded on the event log. By (B)(6) 2016, the patient's pain had increased to 9/10. Again, 8.5 ml of residual volume was withdrawn which was more than was expected. Therefore, the treating physician suspected intrathecal granuloma as a possibility. The catheter tip was at the top of tio, so a MRI of the patient's thoracic spine was ordered for (B)(6) 2016. According to the event log, a motor stall occurred on (B)(6) 2016, at 10:11 a.m., and recovery occurred at 1 :54 a.m. The week of (B)(6) 2016, the patient experienced withdrawal symptoms including diarrhea, hot flashes, excessive pain, and headaches. However, the patient did not experience any further motor stall issues-until (B)(6) 2016 at 8:27 a.m. For the first time, with that stall, the patient received an error message advising them to call their physician. There was no stall recovery listed on the event log. The doctor noted that they used a medtronic n'vision programming device to interrogate the pump and that the pump reprogrammed successfully. An active audible alarm was silenced at-16:28. The pump was set to a minimum rate in case it spontaneously restarted. The patient was given ms contin, clonidine, and vicodin to use until their doctor returned the following week. The next day the patient was disoriented and confused. Although the patient does not remember it, they called the hcp's office to report the problems. During the call, the patient became unresponsive and emergency services were called to take the patient to the emergency room for suspected narcotic overdose at 16:29. The patient nearly died as a result of the overdose caused by the malfunctioning pain pump. The patient was admitted to the hospital on (B)(6) 2016 and discharged two day later. After the patient was discharged they experienced pain at a 10/10 level. The patient went to see their hcp to discuss replacing the pump. Due to the overdose and near death experience related to the pump, replacement was not an option. Additional motor stalls were recorded on event logs on (B)(6) 2016. It was noted the patient went through hell during the five week they suffered withdrawal symptoms after the pump failed. The patient was not experiencing any benefit from the controlled it medication, so on (B)(6) 2017, the patient asked that the medication be withdrawn out of the pump. At that time the pump was filled with normal saline. Motor stalls continued to occur and the patient was receiving audible alarms twice an hour and, on (B)(6) 2016, one such alarm occurred while the patient was in the hcp's office. The alarm was silenced and the interval was changed to two hours for critical alarm and six hours for motor alarms. The patient was still getting the more frequent alarms so on (B)(6) 2016, the codes to completely shut the pump down were requested.